Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "thin spot on tube/variation in wall thickness anomalies on the tube". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had a few instances with the dignishield in which a puncture hole was noted in the tubing, causing leakage.

Event description:
It was reported that the customer had a few instances with the dignishield in which a puncture hole was noted in the tubing, causing leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.